Event description:
Customer's parent called to report that their daughter accidentally received 40u of insulin. Customer is 5 years old. It was stated that the door might have popped open itself and the resrvoir came out. Also it was stated that customer put reservoir back by themselves and that was the instance when the extra insulin got into their body. Parent stated that the reservoir door was loose and had a small crack. Low bgs were treated with glucagon. Trouble shooting was performed. Device tested ok. However, the pump had missing segments on display.